Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date reporter's report of "in april". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. Customer received a lower result of 70mg/dl on their adc device compared to a reading of 120mg/dl obtained on a laboratory result and experienced symptoms described as "giddiness spinning head" and a loss of consciousness. Customer was unable to self-treat and did not know any information about the treatment given to them by the healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. Customer received a lower result of 70mg/dl on their adc device compared to a reading of 120mg/dl obtained on a laboratory result and experienced symptoms described as "giddiness spinning head" and a loss of consciousness. Customer was unable to self-treat and did not know any information about the treatment given to them by the healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated with a known-good retained battery. Visual inspection was performed on returned meter and no issues were observed. Meter powered on with button depression and test strip insertion. Unexpected characters on screen were observed. The unexpected characters observed on meter's display is not contributing to customer complaint due to the meter was able to power on. Control solution testing was performed and all results were within range specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.